Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the complaint in regard to overheating was not verified. The patient's data showed that the maximum temperature was registered as 41.534 °c, within the limit of 45±1 °c. The source of the complaint in regard to the pocket pain could not be determined. Ac/dc current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The complaint in regard to the intermittent stimulation was not verified. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing tenderness, burning sensation and pain at the pocket site which increases with sitting and lying down. The patient reported that pocket pain started to affect her quality of life especially with sleep cycle. It was noted that the patient was no longer using the scs because it aggravated the level of pain following a short period of scs usage. The patient was prescribed pain medication and was doing well. The patient will undergo an explant procedure.

Manufacturer narrative:
Date of event: (B)(6) 2015. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing tenderness, burning sensation and pain at the pocket site which increases with sitting and lying down. The patient reported that pocket pain started to affect her quality of life especially with sleep cycle. It was noted that the patient was no longer using the scs because it aggravated the level of pain following a short period of scs usage. The patient was prescribed pain medication and was doing well. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the pain medication was prescribed for patient¿s pre-existing pain, and not specific for the pocket pain. The patient underwent an explant procedure. The physician could not confirm if there¿s malfunction with the ipg as it would turn on and off by itself; however, he did not suspect device malfunction with other explanted products. The explanted leads and click anchor were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing tenderness, burning sensation and pain at the pocket site which increases with sitting and lying down. The patient reported that pocket pain started to affect her quality of life especially with sleep cycle. It was noted that the patient was no longer using the scs because it aggravated the level of pain following a short period of scs usage. The patient was prescribed pain medication and was doing well. The patient will undergo an explant procedure.